Manufacturer narrative:
Continuation of concomitant products: product ID: 3889-28, lot#: va1es17, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she was out of town and forgot to bring her patient programmer and needed to adjust stimulation a notch. The patient was able to sync with the ins and confirmed the ins was off. The patient reported that she felt an uncomfortable stimulation which was described as a shock when she turned stimulation on at the time of the report but confirmed that it went away. The patient reported that she only felt it when she turned stimulation on. The patient reported that she had to increase stimulation because she had to strangle to use the bathroom. Additional information was received from the patient. Patient reported they previously had an issue with the device kept shocking them. The patient met with a manufacturer representative (rep) to address the shocking and the problem ended up being a lead that was off. The patient is interested in having current system replaced with surescan. No further complications were reported.